Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display, black dot or display anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit audio/beep/vibrate function properly. No unexpected buzzing/audio/beep/vibrate anomaly noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a vibrate anomaly. The customer¿s blood glucose was 328 mg/dl at the time of the incident. The customer reports awaking with a high blood glucose level and the insulin pump buzzing not vibrating. The customer did troubleshoot the issue and found the insulin pump buzzing not vibrating. The insulin pump will be returned for analysis.